Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A use error also occurred as a result of the se2240 in that the patient cycled the power and the hc went back to press go to start, hp did the setup connect and used the same supplies (reused single-use supplies during peritoneal dialysis therapy). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The alarm occurred during dwell two of three of peritoneal dialysis and the patient is now back at priming. This is a reuse of single use supplies. The technical service representative asked the patient if they were connected. The patient stated yes. The technical service representative had the patient close the clamps, and reviewed the alarm log. The technical service representative asked the patient trouble shooting questions, and had the patient disconnect. The technical service representative assisted with getting the set out, and explained that they will have to start over with new supplies, or finish with manual bags. The technical service representative assisted with troubleshooting and getting the set out. There was no patient injury or medical intervention associated with this event. No additional information is available.